Event description:
It was reported via repair work order that brakes were not holding and would not engage due to malfunction scorpion brake plate and base assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as this is a duplicate of 0001831750-2013-05300.

Event description:
It was reported via repair work order that brakes were not holding and would not engage due to malfunction scorpion brake plate and base assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.